Event description:
A customer alleged that he developed sarcoidosis, an inflammatory condition of unk cause, after using a remstar pro continuous positive airway pressure (CPAP) device. The customer reported being treated with cortisone and having his symptoms subside; but his symptoms returned when he attempted to use the CPAP device again.

Manufacturer narrative:
The customer alleged the device had an odor that caused his inflammatory condition to return. There was no report of hospitalization associated with the alleged event. There was no medical evidence provided in the form of pt records or results of a transbronchial lung biopsy to confirm the customer's allegation. The device was returned to the MFR for eval. An investigation of the alleged incident is being conducted. A f/u report will be filed when the investigation is concluded.